Event description:
It was reported that after patient fell off bike, pump display stopped showing an image and only a dark illuminated screen appeared, which prevented customer from reading or fully interacting with pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.